Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots gd894410 and gd894162, and no issues were detected during the manufacturing of these lots. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was unknown. Treatment information was not reported. On a later date, the patient was discharged from the hospital. It was unknown if the patient recovered from the peritonitis.